Event description:
It was reported that the patient's device was at the end of life. There was an end of service/end of life message on her programmer. The patient lost therapeutic effect about 2 months prior to the report. Her bladder was hurting and she was concerned about a bladder infection. It was recommended that the device be replaced. The patient was redirected to her physician. Additional information was requested.

Manufacturer narrative:
Extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: na. Lead model 3093-28, lot # j0504245v, implanted: (B)(6) 2005, explanted: na. Programmer model 3031a, serial # (B)(4).